Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: kwq, nkb. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation was performed for the finished device. Product code : 186770335s. Lot number# tbaffw. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: (B)(6) 2021. Manufacturing site: jabil le locle. Expiry date:3/01/2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, a tlif (l5/s1) was performed for spinal stenosis. A revision surgery was performed in (B)(6) of 2023, due to loosening of the screws and non-union between l5/s1. In the revision surgery, the cage was removed and replaced with a non-synthes product. The screws were removed and replaced with screws of a larger size. The surgery was completed successfully, and the patient outcome was reported to be stable. This report involves one viper prime cfx x-tab polyaxial screw 5.5 7 x 35mm. This is report 1 of 4 for (B)(4).